Manufacturer narrative:
(B)(4) = dried body fluids. Additional information was requested and the following was obtained: there was no patient consequence and no additional information is available regarding device issue. The analysis results found that one el5ml device was received with excessive dried body fluids. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was cycled and would not feed the clips due to the body fluids; the instrument was cleaned with chlorine solution and then it was cycled and it could fed and formed four clips as intended. During the analysis, the advancer was noted to be slightly bent. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.